Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.

Event description:
The physician was performing a stenting and ballooning procedure to the pulmonary vessel. While withdrawing the pgw .018 sv short wire from the distal vessel to perform another stenting procedure, resistance was encountered and the wire begin to stretch and unravel and the distal tip broke in the pulmonary vein. The distal tip was successfully retrieved from the pt with a retrieval device. The physician had already completed three successfully stenting using the wire before the event. There were no problems tracking the product to the vessel. There wire was not in an acute bend. There were no anomalies noted to the wire during pre-inspection. The procedure was aborted. There was no injury to the pt.